Event description:
Got saline breast implant implanted under the muscle on (B)(6) 2007. Within a few months I began having symptoms which have worsened over the years and today I am disabled. The list of symptoms range from vision problems, debilitating migraines, ringing in my ears, grinding bones, chronic fatigue, lupus-like symptoms, fibromyalgia, insomnia, brain fog, joint pain and inflammation, anxiety, depression, difficulty swallowing, sensitivity to light and sound. Inability to control body temperature, heart palpitations and shortness of breath, and breast pain. This is not a complete list of all symptoms but gives a general idea of some of the symptoms affecting me.